Event description:
During a laparoscopic procedure, the surgeon reported a loss of responsiveness with the device due to loose wires. The unit was returned to the MFR and during the preliminary evaluation of the unit, it was determined the wires had broken. No injury or impact to pt care was reported.